Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too much insulin, and experienced a low blood glucose (bg) level of 28 mg/dl. Juice and honey was consumed to treat the low bg level. Due to overcorrecting for the low bg level, the customer's bg level elevated to 597 mg/dl. A correction bolus was delivered to address the bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.